Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). Carefusion shipped the distributor a replacement flow meter mk-3 high, CPAP flowmeter and tube, poly urethane, 6mm. A returned goods authorization (rga) number was also issued for the return of the alleged faulty flow meter mk-3 high, CPAP flowmeter and tube, poly urethane, 6mm for evaluation. The alleged flow meter mk-3 high, CPAP flowmeter and tube, poly urethane, 6mm were received by carefusion on august 6, 2015 and were routed to the failure analysis lab for evaluation.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported the following: "it is difficult to set flow in CPAP flow meter because the float does not stable....point to be checked by (B)(4). : we confirmed the above symptom. The float jumped up and down around the 9lpm in CPAP flow meter....we opened the cover and we found that there is gelatinous thing in the needle of CPAP flowmeter. And we removed tubes and we found just a few oil." The distributor requested replacement parts.

Manufacturer narrative:
Corrected: brand name. Additional: device info, eval. Codes. Failure analysis (fa) lab received a high flow meter. Fa was able to duplicate the reported fault. The flow above 9lpm becomes unreliable and is difficult to adjust. Though fa could not see any residue in the meter, fa indicated there was some discoloration found in the tubing that was also sent from the customer, which caused the meter to be challenging to adjust. The high flow meter was scrapped.

Manufacturer narrative:
(B)(4).

Event description:
On 24 may, 2016, additional information was provided by the customer regarding patient involvement. There was no patient involvement at the time of the reported issue.